Event description:
Information received a smith medical intubation/portex endotracheal tubes sacett had a cuff leak. During precheck cuff inflated with no malfunction, however after use leak noted. No patient adverse events occured with incident.

Manufacturer narrative:
Other, other text: one (1) used sample was returned for evaluation. The sample was received in used conditions without its original packaging. The returned sample was visually inspected at a distance of 12inches to 16 inches and normal conditions of illumination. No discrepancies were observed. Functional testing revealed the cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. No leak was observed in the cuff or inflation line. No root cause is required since the complaint was not confirmed. No corrective action is required since the complaint was not confirmed. Per previous complaint as a preventive action a notification to production personnel was conducted by the quality engineer in order to create awareness about failure mode reported by the customer. No device history record review was performed since no lot number was provided. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.